Event description:
The manufacturer received information alleging smokey when plugged in on a ds2adv auto CPAP device. There was no report of medical intervention. The device has been received, but an evaluation has not yet been completed. If any additionally information is received a follow-up report will be filled.